Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they have had multiple instances of the needle cracking when applied to their vaccine syringes in the clinic. They crack, then leak out the vaccine during administration, often resulting in the patient needing to be poked again. Sometimes the needles bend or break off. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.